Event description:
Emergency medical service personnel were treating an unresponsive cyanotic pt in cardiac arrest, reportedly down for 20-30 minutes. The monitor was connected with standard electrocardiogram leads and the device allegedly displayed a continuous ra lead off message. The operator then switched to monitoring with defibrillation/electrocardiogram electrodes in the paddles mode and the device functioned properly for the remainder of the call. The pt was not resuscitated. Based on the ability to continue treatment by monitoring in the paddles mode, it was not alleged that the reported malfunction caused or contributed to the pt's death.